Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height cubie drawer 3.1 failed. A field service engineer (fse) found the retractor band was damaged and row boards were contaminated with some powder. So, the fse replaced the retractor band for drawer 3.1 and 3.2 and row board b and c. After replacing retractor bands during acceptance testing, pockets a1, b1 and d1 did not release, so the fse disassembled drawer and manually released pockets and reseated row board cable on each cubie tray. Then cleaned foil and medication debris out from under/around cubie trays and also found some medications jamming the cubie pocket which was later removed and tested to resolve the issue. During inspection, the fse found several broken manual release buttons, so replaced the hardstop drawers 2-1, 4-1, 4-2, 6-1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, consistently fails due to an issue with the cubie pocket. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.